Event description:
I have a phillips respironics dream station 2 machine that replaced the one recalled. The heating plate heats up then shuts off for the rest of the night. Sleep is interrupted due to waking up with dry mouth.